Manufacturer narrative:
Combination product: yes. Erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the erosion was not device related.

Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited pocket erosion. A revision was performed, and the crt-d was explanted, while the right atrial (ra) lead, right ventricular (rv) lead and this left ventricular (lv) lead remained in service; the other rv lead was being capped. The patient was treated with intravenous antibiotics and a new device was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5165019.